Event description:
The customer stated that her blood glucose was 476 mg/dl when she arrived at hospital. She was treated with an insulin drip. The customer also said that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bend cannula or to determine if it could have contributed to the reported hyperglycemia, hypoglycemia, and hospital visit. Lot qualification records were reviewed and the product lot met all acceptance criteria.